Manufacturer narrative:
Inspected one opened and used sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened or used. See image for details

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor had broken cannula and the electrode part was missing after the sensor was removed. Product is not expected to return.